Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 16-jun-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by physical stress of lamp replacement due to user handling. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the lamp socket was loose and could not hold the halogen lamp firmly during preparation for use. Therefore, the halogen lamp didn't light and no the endoscopic image was seen. There was no report of patient injury associated with this event.